Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.